Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation on the heart wall. A new lead was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction.